Event description:
The customer reported the ventilator had a loss of both air and oxygen gas supplies while powered on in non-invasive mode. The ventilator was not in use on a pt at the time of the reported problem, therefore, there was no pt involvement or harm. The loss of both air and oxygen gas supplies will affect the function of the ventilator. The respironics service tech was unable to duplicate the reported problem. However, the service tech confirmed diagnostic codes on log history indicating a loss of both air and oxygen gas supplies. The ventilator passed all applicable testing. Performance verification testing was completed and all tests passed per operating specifications.